Event description:
It was reported that during a lung wedge resection procedure, the device was fired and the knife blade advanced slightly but there were no staples. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Knife in wedge slot. Evaluation summary: the analysis results found that the ez45g device was received in good visual condition and with a reload loaded on the device. The reload was noted to have a wedge band bypass as the left side was unfired and the right side was fully fired. In addition, the reload was noted to be not properly loaded on the device as the left wedge was in the knife slot of the reload, this is consistent with an improper loading technique, resulting in a wedge bent. If the reloading instructions are not followed and the reload is loaded improperly into the channel of the device, the reload and device could become damaged. It should be noted that inserting the new reload by sliding it against the bottom of the reload jaw until it stops in the reload alignment slot. Snap reload securely in place. Please reference instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.